Manufacturer narrative:
The device ro14031 has been inspected for investigation purposes. The tests performed confirmed that the plates needed to be glued for repair purposes.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the robot arm plate was non-functional. There was no patient involvement reported.